Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported seeing an informational power on reset (por) message on their patient programmer. The circumstances that led to the reported issue were asked but unknown. Agent walked caller through clearing the por message. Equipment is working as designed. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the consumer reported that the cause of the message was unknown. The patient noted that the battery had not recently been low or depleted.